Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line pin area during fill 1 of 3 of their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak. Upon follow up, the patient confirmed the reported event. The patient stated that the pd catheter was changed as a result of the slow drains. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (250mg, oral, three days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient skipped the remainder of peritoneal dialysis in the absence of the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the patient line pin area during fill 1 of 3 of their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak. Upon follow up, the patient confirmed the reported event. The patient stated that the pd catheter was changed as a result of the slow drains. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (250mg, oral, three days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient skipped the remainder of peritoneal dialysis in the absence of the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.